Event description:
It was reported that a bronchovideoscope was used on a patient in a procedure unknown, after which a ¿weird¿ culture was detected in the patient. The customer suspected that it could be the scope that caused culture positive in patient. A similar event occurred 2 times. Follow-up for the event has been conducted no information is available at the time of this report.